Event description:
Customer reported a malfunction with their insulin pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The pump was not resettable, so technical support decided to replace it. The customer will use multiple daily injections as a backup therapy and was guided on how to handle the return of the problematic pump and the setup of the replacement. The customer acknowledged all instructions and arrangements for delivery were confirmed.